Event description:
It was reported that post a filter implantation procedure, a vessel perforation occurred. In 2000 a greenfield filter was implanted in the superior vena cava (svc). Ten years post procedure, during a CT scan for an unknown and unrelated reason, the physician noted that the tip of the greenfield filter had protruded through the vessel wall of the svc. As the patient is asymptomatic, there is no intervention planned. The patient's condition is reported as 'ok'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a filter implantation procedure, a vessel perforation occurred. In 2000 a greenfield filter was implanted in the superior vena cava (svc). Ten years post procedure, during a CT scan for an unknown and unrelated reason, the physician noted that the tip of the greenfield filter had protruded through the vessel wall of the svc. As the patient is asymptomatic, there is no intervention planned. The patient's condition is reported as 'ok'.

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).